Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that, the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 745 mg/dl on an unknown date. At the time of the call blood glucose was reported as 508 mg/dl. Customer experienced dizziness and drowsiness. The insulin pump will not be returned for analysis.